Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached ¿normal end of life¿ with ¿okay¿ telemetry and output.

Event description:
It was reported the parkinson¿s disease patient experienced ¿reduced therapy¿ due to premature battery depletion. It was further reported the patient¿s ¿reduction in effective therapy¿ resulted in ¿75% therapy relief¿ to the patient. The patient¿s implantable neurostimulator (ins) had reached the elective replacement indicator (eri) and was replaced as a result of the event. Impedance testing was performed; however the results were unavailable at the time of report. The patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information noted the patient had used their ins in the ¿continuous¿ therapy delivery mode.